Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a distributor. The date of notification of the event was clarified as 2024-aug-27. The cause of the medication not infusing was unable to be provided. Actions or interventions taken to resolve the faulty pump / medication not infusing was unknown.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving unknown medication via implanted infusion pump indicated for cancer pain. Itwas reported that the patient's pump was faulty and the liquid medicine in the pump was not infused. It was unknown if the issue was resolved at the time of the report. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.